Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source - (B)(6).

Event description:
It was reported when customer opened the container for this product, a large amount of metal powder could be found in the sterile packaging. The film in the sterilized packaging showed scratches. There was also a flaw on the tip of the stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. Evaluation of the returned product/photographs provided confirmed there is damage to sterile pouch and debris inside the sterile packaging which is consistent with the appearance of the porous coating. Sterility has not been compromised. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. The condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event can be attributed to transit damage and packaging design deficiency this device falls within the scope of a corrective action which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this corrective action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.